Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was downloaded locally and provided for analysis. The reported device was not returned for investigation and no information was provided regarding eventual repair actions. However the device log was provided. It was detected that the stop of infusion occured after 15 hours and not 24 hours as described/expected and was due to user action of door opening and tube removing. No event can explain a suspected dysfunction, because volume recorded is corresponding to flow rate and time elapsed. (Note vtbi programming is unknown, not recorded). Therefore the reported event is not confirmed. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer requests equipment revision due to patient being scheduled for 723 nutrition, moving to 30cc for 24 hours; and ends infusion 4 hours ahead of schedule.". Reporting due to the referenced issue; no patient injuries or adverse effects were communicated. More information is needed to complete the investigation.